Manufacturer narrative:
No lenses were returned to the manufacturer for device evaluation, the manufacturer is unable to investigate further. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges she was experiencing eye pain and sought medical treatment. The patient states she was diagnosed with an eye infection but was not prescribed any medication. After one week of temporary lens discontinuation the patient resumed lens use and continued to experience difficulty. She returned for follow-up care and was prescribed tobradex. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Event description:
Additional medical information received from the treating physician. The patient experienced symptoms of swollen, itchy eyelids and a red conjunctiva. The patient was diagnosed with an allergic reaction and prescribed tobradex for one week. The incident fully resolved, and the patient resumed contact lens wear. Based on the new information from the treating physician, this incident does not meet the definition of a serious injury or the minimum criteria of a reportable adverse event. There was no permanent impairment of eye function or damage to the body structure and no medical treatment to prevent or preclude permanent impairment of or injury to eye function or damage to the body structure. If the event were to reoccur, it is not likely to cause or contribute to a death or serious injury. Medical information that is received after the date of this justification will be assessed to determine if event is determined reportable.

Manufacturer narrative:
For updated information, see: (b3), (b5), (e1), (e2), (e3), (g3), (g4), (g7), (h2), (h6). (H3): no lenses were returned to the manufacturer for device evaluation, the manufacturer is unable to investigate further. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.